Manufacturer narrative:
The primary system console was reported on MFR. Report #2916596-2019-00675. The primary system motor was reported on MFR. Report #2916596-2019-00676. The primary system flow probe was reported on MFR. Report #2916596-2019-00677. The backup system console was reported on MFR. Report #2916596-2019-00682. The backup system flow probe was reported on MFR. Report #2916596-2019-00684. Approximate age of device - 2 years, 3 months. The reported event of low flow and a s3, system error alarms was not confirmed. The centrimag motor (serial #: l04906-0012) was not returned for analysis and no log file was submitted for review. The root cause for the low flow and a s3, system error alarms was not conclusively determined through this analysis. Centrimag motor instructions for use states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs to always have a back-up centrimag motor and back-up equipment available. It also instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient dob/age and gender were not provided. The motor is not a single use device. Approximate age of device will be provided with the device analysis. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was being supported with a ventricular assist device for acute support. It was reported the centrimag pump was rattling, but still spinning. The console was alarming for low flows. Console showed a s3, system error alarm. Centrimag pump was switched to a new console, motor, and flow probe. Pump was working, but there were no flow readings. Pump was not rattling. Initial system was rebooted and patient switched back to initial system. Pump continued to rattle. The pump was then switched to the backup system again and worked properly.